Manufacturer narrative:
Referenced stroke was reported under medwatch report MFR # 2916596-2019-02047. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 4 months, 20 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had a stroke on (B)(6) 2019. CT scan was performed which confirmed subdural hematoma. Patient was admitted to hospice since patient's quality of life degraded after the neurological event. Patient was consulted with neurosurgery on (B)(6) 2019 to evacuate acute and subacute left frontal and temporal craniotomy. Patient had chronic headache and was unable to tolerate po due to aspirin risk. On (B)(6) 2019, patient asked for automatic implantable cardioverter-defibrillator (aicd) and lvad to be turned off. Patient was administered oral pain medications for comfort. Patient was withdrawn from trial at the time lvad was turned off on (B)(6) 2019. Patient clinically stable after vad was turned off. Patient was transferred to inpatient hospice on (B)(6) 2019. Blood pressure read 80 mmhg/50 mmhg and patient still alive at time event reported. Vad will not be explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient, who had a history of intracranial hemorrhaging and evacuation surgery, experienced chronic headaches and was unable to tolerate oral medication due to an aspiration risk. Due to the fact that their quality of life declined following the neurological event, the patient decided to be admitted to hospice. They were transferred to in hospice care on (B)(6) 2019, the patient requested that their aicd and lvad were turned off. The devices were turned off that same day and the patient was placed on oral pain medications to keep them comfortable. They remained clinically stable following the removal of support with blood pressure 80s over 50s and are reportedly still alive. The lvad will not be explanted and is not available for investigation. The heartmate 3 lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas instructions for use is currently available. Section 1 of this document lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.